Event description:
Model number of stent implanted prox rca unknown, and not ensp30018ux as previously reported.

Event description:
It was reported that 50 weeks post index procedure the patient was reported to have died as a result of emphysema. Investigator has assessed the event as not related to the device or procedure.

Event description:
Investigator assessed previously reported mi that occurred approximately 20 months post index procedure as definitely related to the study device. The patient recovered with treatment following previously reported chest pain/occlusion event approximately 20 months post index procedure.

Event description:
During the index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted in the proximal rca and one endeavor sprint rapid exchange (rx) drug-eluting stent implanted in the distal rca. Approximately 20 months post index procedure, the patient suffered an mi and a stent thrombosis. Catheterization showed total occlusion of the proximal rca stent. Patient was treated medically. The investigator assessed that the events were related to the study device. The patient recovered with treatment.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi, stent thrombosis).

Event description:
Patient death occurred 50 months post index procedure and not 50 weeks as previously reported. Cause of death was emphysema with contributing factors of heart disease, bladder cancer and copd.

Event description:
Investigator assessed that the site reported stent thrombosis was definitely related to the study device. Investigator assessed that the site reported mi was probably related to the study device.